Event description:
On (B)(6) 2024, the patient was scheduled to have a reverse shoulder arthroplasty. During the procedure the surgeon noticed some tissue that he was unable to identify. Thinking the tissue may be part of patient's nerve, he sent a sample to pathology. Pathology confirmed that the tissue was nerve tissue and then the surgeon made the decision not to proceed with a reverse procedure due to concerns over the viability of the deltoid. He proceeded to implant a stem with an anatomic body and a humeral head as a hemi-arthroplasty. Implants were assembled on back table per surgical technique. All implants were implanted, tested for fixation to surgeon's satisfaction, and post-operative x-rays were satisfactory. During a clinic visit in (B)(6) 2025, it was noted on x-ray that the implants had become disassociated. The humeral body and set screw were no longer connected to the humeral stem. Upon revision performed on (B)(6) 2025, the fixation of the humeral stem was tested using the insertion handle from general instrument set. The stem was removed with ease, as the quality of humeral bone was not very good. Upon exposure and dissection of proximal body and head, the suture fixating the proximal body to the rotator cuff was still intact. The humeral set screw was still located within the proximal body, and the taper adapter and humeral head were still connected by strong morse taper connection. The following components were removed: - smr cementless finned stem (part code 1304.15.160, lot number 2104620, sterilization (B)(4)). - smr humeral head ø42 mm (part code 1322.09.420, lot number 2123454, sterilization (B)(4)) - neutral adaptor taper standard (part code 1330.15.270, lot number 2307192, sterilization (B)(4)). - smr trauma hum. Body # long (part code 1350.15.020, lot number 2329304, sterilization (B)(4)). Once implants were all removed, the surgeon proceeded to re-implant a stem and reverse body and was able to determine enough deltoid function to proceed to a full reverse arthroplasty. The patient is a female, date of birth (B)(6) 1939. The event happened in the united states.

Manufacturer narrative:
Investigation: checking the manufacturing charts of the involved lot numbers, no pre-existing anomaly was found out. We will submit the final report as soon as the investigation is complete.